Event description:
It was reported that balloon rupture occurred. The 85% stenosed, target lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. And during inflation at 17 atmospheres for 21-22 seconds, the balloon ruptured due to resistance and calcification. There were no pieces of the component left inside the patient's body and the procedure was completed with another of the same device. No further patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded. There was a tear to the balloon and a puncture in the guidewire lumen 8mm from the tip of the device. The tear of the balloon was jagged and damaged which is most consistent with an interaction of patient anatomy and device removal. Product analysis confirmed the reported burst, as the device was found to have tear and damage to the balloon as well as a puncture in the guidewire lumen. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. However, there was unreported hypotube kinks to the device. The kink damage found is consistent to preventing the device from further crossing the lesion and would likely cause resistance if device was advanced. The guidewire lumen puncture is consistent with damage that can occur with an interaction with a guidewire or from anatomical interactions.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, target lesion was located in a severely tortuous and severely calcified mid left anterior descending artery. A 1.20mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. And during inflation at 17 atmospheres for 21-22 seconds, the balloon ruptured due to resistance and calcification. There were no pieces of the component left inside the patient's body and the procedure was completed with another of the same device. No further patient complications nor injuries reported and the patient status was stable.